Event description:
It was reported via medwatch "midline catheter placement attempted in cephalic vein of the right upper arm. Catheter would not deploy over the guidewire into the vein. Device removed and was noticeably shorter in length than when introduced into the arm. Device was measured and compared to new/unused device size in length to reveal approx 2.5 cm missing. Required surgical removal of the retained portion of the device."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.